Manufacturer narrative:
Initial.

Event description:
It was reported that the user experienced multiple occlusion alerts and site leakage with an infusion set on the left abdomen while using a dexcom g7 sensor, with a reported blood glucose value of 300 mg/dl after attempting to flush the line via fill tubing, with continued occlusions and no bent cannula observed; this was characterized as obstruction of flow involving the connector/coupler and was only resolved after changing supplies, and the user transitioned to subcutaneous insulin injections to manage glucose levels. No adverse clinical symptoms associated with hyperglycemia reported. Outcomes included a missed insulin dose and an unexpected medical intervention in the form of medication administration via manual injection. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed findings consistent with a deformation problem associated with the infusion set leading to obstruction of flow at the connector/coupler. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.